Event description:
It was reported to philips that the device was showing an x. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.